Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10 additional contact information: reporter details: (B)(6) email: michael.(B)(6) occupation: biomedical engineer it was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) device "failed touchscreen calibration". A getinge field service engineer (fse) observed the touchscreen was non-responsive while completing pm. Replaced touchscreen assembly and successfully touchscreen calibration. While completing repair it was discovered that battery bay 2 was not charging or indicating a battery. Troubleshot issue and replaced power management board. Device passed all functional and safety tests according to factory specifications. Device was returned to customer for clinical use. Patient not involved, there were no adverse consequences to the patient noted. The failure analysis and testing dept. Received the parts with reported failures of the touchscreen calibration and the batteries not charging in slot 2. The fat performed a visual inspection and found the parts to be in good condition. The fat installed and tested the part to factory specifications per the cardiosave service manual. Confirmed that the battery would not charge in slot 2. The fat installed and tested the part to factory specifications per the cardiosave service manual. Confirmed part would fail the touchscreen calibration. Failures verified but no root cause identified. These parts cannot be tested by the supplier. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Retaining the parts in the failure analysis and testing department per procedure number (B)(6) rev. Aq.

Manufacturer narrative:
Di related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) touchscreen was unresponsive and failed calibration. There was no patient involved.